Event description:
It was reported that during a laparoscopic colostomy takedown, the lower flexible ring gasket tore and became detached from the upper portion of the lap disc. Another disc was opened to complete the procedure. No pt consequence.